Manufacturer narrative:
The manufacturer previously reported a patient passed away on while on the trilogy evo device in the hospital. The patient has amyotrophic lateral sclerosis (als) and required continuous ventilation. The nurse entered the room to perform a mask fitting on (B)(6) 2025 approximately 11:30 am and observed the patient not breathing. Resuscitation measures were performed unsuccessfully. The device appeared to be in stand-by mode for an hour before she passed away per the trend check done by the medical examiner. The device was returned to the manufacturer's service center for evaluation. A clinical assessment was performed by the manufacturer's post market surveillance clinical expert. On (B)(6) 2025 11:30 when the me visited the patient room for mask fitting with a nurse, the nurse noticed that the patient did not breathe. At 22:44 our sales rep received a call from our call center and called back to the head me then it was reported that the patient passed away. The evo trends were reviewed by the chief technician and found that he had been on standby for an hour before his death. A device log evaluation was conducted by a philips pms clinical expert. Review of the logs found that during the date and time in question, the device was manually placed into standby mode for approximately 1 hour and 8 minutes. The repair evaluation stated, ¿the device was returned to the repair center on (B)(6) 2026. Checking on the device status was requested, but the repair center is currently inquiring with sales strategy department if the device can be connected to service tool since once it is connected, the settings are reset. For the log, the situation is the same. Therefore, the log was acquired by downloading to usb and uploaded to the shared drive. It has been confirmed that no error indicating a failure was logged.¿ therefore, the previous disposition as stated within the clinical assessment remains as stands. There is sufficient evidence to assess this complaint as a patient death with no causal relationship of the device to the patient outcome. However, contribution of the device and its use to the patient outcome have been confirmed: foreseeable unintentional use error - placement of the patient onto the device while in standby mode.

Event description:
The manufacturer received information alleging a ventilator passed away on while on the trilogy evo device in the hospital. The patient has amyotrophic lateral sclerosis (als) and required continuous ventilation. The nurse entered the room to perform a mask fitting on (B)(6) 2025 approximately 11:30 am and observed the patient not breathing. Resuscitation measures were performed unsuccessfully. The device appeared to be in stand-by mode for an hour before she passed away per the trend check done by the medical examiner. The device has not yet been returned for evaluation. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.